Event description:
Medical records for this patient enrolled in the study indicated that during the index procedure, the patient developed hypotension with insufflation of the bulb, requiring dopamine for approximately 36 hours after the procedure.

Manufacturer narrative:
Pta was performed on an 85% lesion in the ostium of the basilar internal carotid of 20mm in length, in an 8.6mm reference diameter. Total stented segment was 40mm. Vessel tortuosity by visual inspection was severe. The qualitative lesion calcification was described as moderate. The geometry of the lesion was eccentric. The lesion was pre-dilated. An angioguard (lot no. 70107514) was used, deployed and successfully retrieved without technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent (lot no. 13401961) was implanted in the target lesion. The lesion was post-dilated and the residual diameter stenosis was 40%. During post-dilatation, neurological deficits began to appear. Emergent carotid surgery was not required. The onset was sudden and lasted for less than 24 hours. The patient had a full recovery. There was also on occlusion in the contralateral carotid. Pre and post-procedure medications included aspirin and clopidogrel. Act was 449. First value of total ck-mb was 2.5 and first ck-mb upper limit was 3.6ng/ml. First value for ck was 447 and the first upper limit value was 246. Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing number 9616099-2008-02714.